Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow -up medwatch will be filed as appropriate. The complaint device was received and evaluated. The distal tip of the device is broken off confirming this complaint. We cannot determine at what point in time this failure occurred. The lot number on the device indicates that the device is 10 years old. Historically, this type of failure has been observed when the device might have been dropped or hit the bone accidentally at an off angle. Also this may have happened if the device was used to pry something. It cannot be determined at what point in time this failure occurred. A review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. A review into the depuy mitek complaints system revealed no other complaints of any type for the lot number of this device. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during a rotator cuff repair, it was observed that the sharp tip of the customer's suture leader 20 degree up was open and not a circle any longer. The surgeon noticed that the leader was not grasping the suture during the procedure. When the surgeon removed the device and was examining it with another instrument the tip of the device broke and became open-ended. The sales rep confirmed nothing broke off in the patient. The surgeon switch to a penetrating grasper, straight to completed the procedure with no patient consequences or delay. After the procedure it was found that the tip of the grasper had become bent. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.